Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the commode arrived with bent legs and the unit is all around unstable.